Manufacturer narrative:
The product has not been returned for visual inspection and evaluation. The original equipment manufacturer conducted a DHR (device history record) review and noted that the dilator passed all inspections with no abnormalities noted. The OEM noted that this phenomenon has investigated in the past and that the root cause is environmentally related. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that during an unspecified procedure the device was inserted in the patient and the tip was broken upon removal. A piece of the unit was found on the floor. Patient ureter and bladder were examined and there were no evidence of pieces found. There was no patient injury or infection was reported. No user injury reported.